Event description:
It was reported that display is broken and torn. Water cover is missing. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).a manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device old-style printed circuit board and power switch. Liquid crystal display has liquid crystal leakage. Cracked tank cover. Customers reported issue was confirmed. Impact to the front of the device at the display. The root cause of the reported issue was determined. The liquid crystal display was broken by external forces. Actions taken to mitigate the reported issue: no action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.